Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left sided essure device had migrated into her myometrium") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, 4 years 3 months after insertion of essure. On an unknown date, the patient experienced stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy and transvaginal transobturator). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device and stress urinary incontinence outcome was unknown. The reporter considered embedded device and stress urinary incontinence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: left sided essure device had migrated into her myometrium. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left sided essure device had migrated into her myometrium/ migration') in a 48-year-old female patient who had essure (batch no. A20055) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and stress urinary incontinence. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, 4 years 3 months after insertion of essure. On an unknown date, the patient experienced stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device and stress urinary incontinence outcome was unknown. The reporter considered embedded device and stress urinary incontinence to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted for essure removal date- (B)(6) 2017, left: 4, right: 5. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: left sided essure device had migrated into her myometrium. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain. Most recent follow-up information incorporated above includes: on 28-dec-2020: medical record received lot number was added. Reporter information and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left sided essure device had migrated into her myometrium') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, 4 years 3 months after insertion of essure. On an unknown date, the patient experienced stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device and stress urinary incontinence outcome was unknown. The reporter considered embedded device and stress urinary incontinence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: left sided essure device had migrated into her myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: quality safety evaluation of product technical compliant. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left sided essure device had migrated into her myometrium/ migration') in a 48-year-old female patient who had essure (batch no. A20055) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and stress urinary incontinence. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, 4 years 3 months after insertion of essure. On an unknown date, the patient experienced stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device and stress urinary incontinence outcome was unknown. The reporter considered embedded device and stress urinary incontinence to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted for essure removal date (B)(6) 2017 left: 4 right: 5. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on (B)(6) 2017: left sided essure device had migrated into her myometrium. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain lot number: a20055 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.